Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external insulation abrasions were found at 14.9-15.0cm and 29.4-30.0cm from the distal tip. The etfe coating was intact at these locations. A fracture of the inner coil was found at 36.5cm from the distal tip. The fractured ends were making intermittent contact, which can generate noise. The cause of the fracture is unknown since the outer insulation and outer coil in this area were removed during the surgical procedure. Review of quality records.

Event description:
It was reported that in (B)(6) 2012, the sense/pace portion of the lead was capped and replaced due to the patient receiving several inappropriate shocks. The patient developed infection. During lead extraction, fracture was observed.